Event description:
It was reported by the sales rep that the surgeon was burnt on the hand while using this unit. The surgeon did not require any treatment for this event. The craniotomy procedure was completed successfully with no affect on the pt.

Manufacturer narrative:
The steering duraguard involved in the reported event was evaluated. During the evaluation, the technician noted several components were corroded. Signs of corrosion potentially stem from improper cleaning and/or sterilization practices. The steering duraguard is non-repairable; a replacement was sent to the customer.